Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter reverted to the memory mode when attempting to test her blood glucose the medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified day, at 3 am, the week prior to contacting lfs. She stated that she manages her diabetes with insulin (sliding scale) and oral medications (could not recall names) and due to the alleged issue continued taking her usual dose of medications. The patient claimed that 30 minutes before testing with the meter and discovering the alleged issue, she felt "weak, lightheaded, and nauseated". She stated that later that morning (could not recall the time), she felt "very thirsty, her legs felt bad and had blurry vision" so her friend took her to the emergency room (ER). Reportedly at an unspecified time "late in the morning" her glucose was tested with the ER meter and obtained a high result of "500 mg/dl" something (could not recall the value) and was informed that she was also dehydrated. She reported that she was treated with IV fluids and 10u of unknown insulin type and released later by 3 pm. During the initial call with customer service, the agent noted that the issue was resolved with instructions on proper testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.